Event description:
Bd maxguard extension set (reported on lot#25105285) with 2 needleless y-sites and 4-way stopcock. Upon removing from packaging it is noted that junctions and connections are cracking and leaking when fluids are flushed through. Vendor notified.